Event description:
A customer contacted beckman coulter inc (bec) and reported an uncontained 5ml leak inside the act diff instrument. The fluids associated with this event: blood, diluent, lyse and clenz. The customer wore personal protective equipment consisting of gloves and lab coat at the time of the incident. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are attributed or associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place. On (B)(4) 2012 a field service engineer (fse) was on site and found that the rbc bath was not draining properly. The fse noted that some of the drain line for the baths was clogged. The fse flushed the rbc bath drain line and the leak was fixed. The repairs were verified per established procedures.

Manufacturer narrative:
The failure mode of the event is the drain line for the baths was clogged. (B)(4).